Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
On (B)(6) 2015 the first tha procedure was performed. The patient complained of pain from around (B)(6) 2021. On (B)(6) 2021 revision was performed for suspicion of metallosis due to wear of polyethylene from centrax. Please investigate the degree of polyethylene wear.